Event description:
Pt had a 1-level acdf with vg2 graft and swift acp in 2004. Pt did not fuse. Vg2 graft completely dissolved. Plate has settled and the inferior screws have pulled down at c5. Pt is a smoker 1+1/2 packs per day. Revision occurred on or about 2007. A surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Hardware was given to the pt. The lot numbers are unk. The instructions for use (IFU) states that smokers have been observed to experience higher rates of pseudoarthrosis following surgical procedures where bone graft is used. No conclusion can be made at this time. It appears that pt selection was a contributing factor. Pt smoked 1+1/2 packs a day.